Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that they have a terrible stinging sensation in their (B)(6). That will not go away. Patient stated, that they have had this issue for years. And it started even before they got their current device. Patient said, the reason they used to be able to manipulate their device settings to decrease the stinging sensation, but that doesn't work anymore. Agent reviewed, that patient could consider turning stimulation off. Patient stated, that they have tried that, but that did not resolve the issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, from the patient on 2024-nov-04. They called back to ask, about going through a security theft detector at the airport. Compatibility of the ins with airport theft detectors was reviewed with the patient. Per the patient's request, they were advised on how to turn therapy off. The patient was very nervous that tapping the red 'power off', button to power the handset off would also, turn therapy off. The patient mentioned, unrelated history of their multiple sclerosis diagnosis. And how they would get nervous to alter anything with the therapy. The patient asked, about compatibility of the ins with CT scans. The patient reported, they recently had 4-5 CT scans of the pelvis and did not turn therapy off. The patient was wondering, if that could alter the effectiveness of therapy. The patient reported, noticing less effective therapy as of about 3 weeks ago. The patient, also reported, having stinging at the tip of their (B)(6), for the past 15 years. Predating their first ins system. The patient stated, the stinging had gotten more intense in the past year. The patient indicated, they had tried turning their therapy off, but the stinging persisted. At first, the stinging seemed improved after turning off therapy, but then it worsened. The therapy was turned back on and it seemed to provide some relief to the stinging. The patient was uncertain about adjusting the settings, because they did not want to worsen the stinging sensation. The difference between programs and how to appropriately adjust therapy settings were reviewed with the patient. And it was suggested, that the patient turn therapy down or off if it was causing discomfort. Although, the patient mentioned, seeing many different specialists for the stinging. They were still redirected to follow up with their hcp for that issue. And if they had exhausted their therapy options for worsening symptoms with no success.